Event description:
It was observed that during the device evaluation, the video connector was found flooded. The video connector noted to be cracked. There was no patient involvement on this reported event.

Manufacturer narrative:
During the device evaluation, and as stated in section b5, flooded video connector and cracked video connector was observed. Additionally, dents on the video connector were noted. The device history records (DHR¿s) review of the current product was conducted, and no problems were found. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on evaluation findings, the device video connector found cracked. It was presumed that the flooding was due to crack. The connector was cracked and could not remain airtight, which may have allowed moisture to penetrate inside instructions for use (IFU), it states : "for safe use_handling and general precautions": do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor the field performance of this device.